Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen cracked issue could not be verified; however, a different issue was identified and the touchscreen unresponsive issue was confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer's blood glucose was 100 mg/dl. The customer reverted to an alternate form of insulin therapy.